Event description:
It was reported that three weeks post-op, the surgeon noted the mobi-c device started to subside at the c6 vertebra. The subsidence continued to progress and led to patient pain, so a revision was performed to remove the mobi-c and convert it to a fusion.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that three weeks post-op, the surgeon noted the mobi-c device started to subside at the c6 vertebra. The subsidence continued to progress and led to patient pain, so a revision was performed to remove the mobi-c and convert it to a fusion.

Manufacturer narrative:
Inspection: the x-rays show that the device has migrated/subsided in the patient. The device analysis found the articulating surface of the polyethylene insert showed burnishing and multidirectional scratches. All three components had evidence of damage consistent with impingement. DHR review: there are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.